Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported she continues to get (04) occlusion alarms when she boluses. She stated she has cleared the occlusion alarms but she checked her blood glucose and it is now registering "hi." She stated her normal blood glucose reading is below 180 mg/dl. The patient described her symptoms as "my mouth was really dry and I was going to the bathroom every 5 to 10 minutes." She stated she gave herself a 15 unit correction bolus of insulin through her infusion device. The pt was advised to disconnect from her infusion site and perform a bolus into the air which was successfully performed. The patient was then advised to insert a new infusion set and administer an 8 unit bolus of insulin and then a 7 unit bolus. The bolus went through successfully. Troubleshooting did not reveal any issues with the product. On follow-up, the patient stated her blood glucose levels "each day gets better." She indicated she has had no further occlusions alarms. The pt did not required assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.